Event description:
During a remote follow up, far field r- wave oversensing was observed on the device. Technical support was contacted and recommended reprogrammng. No intervention has been performed. The patient was stable.